Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. The cause of the skiving is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a paroxysmal atrial fibrillation ablation procedure skiving occurred. While attempting transseptal puncture, without the use of the stylet, the user attempted to reposition the needle and retracted the needle back into the sheath. Upon aspirating the sheath a small piece of skived plastic pulled into the syringe connected to the sheath. It was suspected this was likely due to the needle dragging along the sheath set during the transseptal attempt. A new sheath set was used for the case. The procedure was completed with no adverse patient consequences.